Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to a syncope/near syncope episode and a fall. The right ventricular lead exhibited oversensing during ventricular high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.